Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
Observation found during evaluation at bd service center: the sherlock sensor failed the magnet tracking functionality test. The lollipop inverts during the testing intermittently on the test fixture when the stylus is removed. This occurs on all testing positions of the fixture. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Found during evaluation at bd service facility: the sherlock sensor failed the magnet tracking functionality test. The lollipop inverts during the testing intermittently on the test fixture when the stylus is removed. This occurs on all testing positions of the fixture. The root cause is due to an internal failure of the usb cable.